Event description:
The customer used the device to check blood glucose and obtained results of 345 and 355 mg/dl. They injected more insulin than normal. They later had a hypoglycemic event and emts were called. The emts said glucose was 17 mg/dl. They were treated with an IV. Controls were not used on the system. The device was replaced with new product and then authorized for return to the manufacturer for evaluation.